Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was getting no reservoir even after filling the reservoir. The customer¿s blood glucose level was 349 mg/dl at the time of incident. The customer stated that they are unable to exit the "load reservoir" process. The insulin pump alarmed no reservoir during displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.